Event description:
Surgeon was prepared to complete a mitral valve repair and selected the medtronic simuplus flexible annulopasty band size 28 mm for repair. As surgeon went to place the band in place and sew it in - the applicator handle disconnected from the band and it could not be placed successfully. Md then decided to complete a full mitral valve replacement.